Event description:
A report was received on (B)(6) 2022 from the caregiver of a 72 year old male with a medical history including diabetes and end stage renal disease, who stated a cartridge leak was observed in treatment. There was no indication of symptoms related to the event or of medical intervention being required.

Manufacturer narrative:
The cartridge was received for evaluation and revealed a leak in the venous line. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".